Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pig tail on the cartridge was damaged and prevented insulin from leaving the cartridge. Customer's blood glucose level was 380 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.